Event description:
A customer reports back to back testing on the same meter while using the advantage system with results of 364 mg/dl and 162 mg/dl. No quality controls were run during the call. No adverse event reported. Customer reports she discarded the strips; a replacement was sent.